Manufacturer narrative:
The event is captured by edwards lifesciences under complaint(B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where a conduction disturbance occurred. The patient had an lbbb before the procedure. The device and guide sheath (gs) were prepared according to IFU. Then the gs was inserted, and the device was inserted as well. When steering down to valve and crossing the valve an av-block 3 occurred. Atropine was administered and resuscitation was performed. The device was steered back into right atrium (ra). Patient was stabilized after a few minutes. Another attempt to cross the valve was done with ace and an immediate av-block 3 was seen again. The device was retrieved to ra without resuscitation and the av-block 3 was resolved. The whole system was retrieved, and the procedure was aborted. Two hours after the procedure patient was awake and was doing fine. Patient will receive ddd pacemaker and thereafter another approach to implant tr-pascal. As per further follow up, the doctors noticed that the conduction system reacted very sensitively. In order to be able to carry out the procedure with the pascal safely, the patient should be fitted with a pacemaker as a precautionary measure. No other patient consequences.

Event description:
As per response follow up email the doctors noticed that the conduction system reacted very sensitively. In order to be able to carry out the procedure with the pascal safely, the patient should be fitted with a pacemaker as a precautionary measure. Central landing zone and trajectory was orthogonal to valve. Ventricle was small and therefore interaction of implant with subvalvular apparatus resulted in arrythmia.

Manufacturer narrative:
The complaint for device interaction with conduction system was confirmed with other empirical evidence via the edwards on-site clinical specialist. No manufacturing non-conformities were found in the returned sample. Available information suggests that patient conditions (previous lbbb, conduction system sensitivity) and procedural factors (tee imaging quality, device maneuvers) may have contributed to the reported event.